Event description:
The physician was using the penumbra system 041 for a case when the torque device provided with the 041 separator became stuck on the separator. Part of the torque device came off and another part stuck to the wire. The physician pulled a new device from inventory and completed the case successfully.

Manufacturer narrative:
Device investigation: the torque device was returned in three separate pieces; the blue tube, the brass collet, and the white nut. The collet was on the proximal end of the separator, jammed in the heat shrink handle marker. This heat-shrink tubing shows compression damage and is 1.5 cm off the proximal end of the separator. There is no detectable damage to the distal section of the separator. The nut can be threaded over the distal end of the separator and the blue tube can be slid over the proximal end and screwed together over the brass collet. The separator and torque device are both fully functional. The nut and tube section do, however, snap apart easier than other samples. There is some stress evident in the shoulder region of the tube, indicating that the nut and tube have been assembled and disassembled multiple times. The tube, collet, and nut of the torque device are all separate pieces and are held together only by screwing together the nut and the tube. If, in the process of manipulating the torque device, the nut came loose, then the tube section could come loose and separate from the collet as described. This can be easily remedied by reconnecting the tube by retightening the nut. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.